Event description:
The customer reported to olympus technical assistance center (tac), the image was bad on the evis exera iii video system center. It was reported that the device had horizontal lines and freezes up. There were no reports of patient harm.

Manufacturer narrative:
During troubleshooting with tac, the customer used an alternative processor and the error cleared. The subject device was returned to olympus for evaluation and the customer¿s allegation of missing horizontal lines and freezing images was confirmed and was caused by a faulty printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image froze due to a printed circuit board failure (dp board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.